Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the machine was not working and was showing black screen. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis machine was not working and shown black screen. A field service engineer observed the power supply overheating, replaced the power supply and checked cables and then replaced 2 retractor bands on drawers 1.1 and 1.2 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.